Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1ml of juvéderm® voluma¿ with lidocaine ¿under the chin jw4 and jw5¿ and with 0.5ml per side of juvéderm® volift¿ with lidocaine in the ¿marionette lines m1, m2, and m3.¿ approximately three months later, the patient experienced ¿signs suggestive of an attack of (non-device related) gout in the big toe and has been tired for a week and at the same time a palpable induration in the lower part of face, chin area.¿ no redness or pain, rather swelling oedema /late induration essentially. The patient was treated with mounjaro, macrogol and corticotherapy oral (solupred) 60mg/day 5 days. Symptoms are ongoing.